Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the pin missing to hold the ratchet spindle housing. The instrument would not ratchet. The pin was not returned but it can be clearly seen that it was secured with a laser weld. Too much force was applied causing the pin to break. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reveals, the 304ss m2 pin holds the cross-bar together. The pin is threaded at one end and the assembly is welded. Hence the construct is reasonably strong for functional use. (B)(4). The cause of the pin to failure cannot be determined. This complaint is considered indeterminate from a manufacturing perspective.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Event description:
It was reported that during a prodisc-l procedure at l4-s1, the pin at the top of the vertebral body spreader fell out on the back table. The instrument could not be used. Another pdl114 was used and the same happened. The surgeon used another set to complete the procedure with no harm to the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.